Event description:
Boston scientific received information that during the device replacement procedure, after this atrial lead was connected to the new device, impedances less than 200 ohms, no capture, and no sensing were noted. Prior to the procedure all measurements were normal. All measurements were normal on the ventricular channel. The decision was made to program the device to vvi configuration and complete the procedure due to the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.